Event description:
It was reported by service report that when one technician went to grab the manual, another technician attempted to perform another function causing the technician at the end of the cot to hurt his arm. There was patient involvement and adverse consequences were reported.